Event description:
Caller states that patient 1 tested 1.3 inr on coaguchek test system 1 and 2.7 inr on coaguchek test system 2. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Coaguchek test system 1: meter, strip lot 425a-h5, exp 4/30/08, cat/3116247. Coaguchek test system 2: meter, strip lot 463a-h11, exp 06/30/2008, cat/3116247.

Manufacturer narrative:
Suspect device for system 1: coaguchek test strip.